Manufacturer narrative:
Electrode belt sn (B)(4) was returned and evaluated at the distributor in accordance with zoll manufacturing recommendations. Upon evaluation the electrode belt failed incoming functional testing. The cause for the failure was isolated to the distribution node pca. The distribution node pca was had damage around the u700 component. The root cause for the damaged distribution node pca could not be positively identified. No adverse event resulted from the defective belt.

Event description:
A us distributor reported that a patient was receiving check belt messages.